Event description:
It was reported that the right ventricular [rv] lead had increasing and high impedance and threshold measurements, was oversensing, noise was present and no capture was noted when the rv lead was tested with the analyzer during lead revision. It was also reported that a lead integrity alert [lia] had triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Performance data was also collected from the device and analyzed. Analysis of this data revealed that there was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:11. The daily pace impedance log data shows an abrupt increase for ventricular pace bi impedance equaling 494 to 4047 ohms peak between (B)(6) 2012. There was ventricular short interval count v-sic equal to 440.8 counts avg/day, in 1.01 days, between (B)(6) 2012 15:43:15 and (B)(6) 2012 15:50:33. There were fifteen ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2012 12:28:00 and (B)(6) 2012 07:20:21. There was one vf (ventricular fibrillation) equal to 180 ms average v-cycle on (B)(6) 2012 14:18:45. And there was one patient alert for lead failure predictor on (B)(6) 2012 11:36:51.